Event description:
An immunization nurse reported to the nurse coordinator that a 5/8" needle had bent upon attempting sq insertion into the posterior aspect child's upper arm. She had readministered the vaccine without difficulty using a new 5/8" needle. The child visited the ER that evening and was diagnosed with cellulitis of the affected arm.

Manufacturer narrative:
Since no samples were available for examination, we are unable to determine the origin of the condition reported. The incident was originally reported as a product problem involving a bent needle and a perception of the needles "dragging" during insertion. Identification of the potential injury (cellulitis) was not noted until 2007, when a copy of the e-mail attached to the report mentioned the incident in the last paragraph. Several unsuccessful attempts have been made to contact the immunization nurse to obtain additional information regarding this incident. Calls were made that day, the next day and the following day. Messages were left and as of the next day, no response has been received. A review of the complaint database and device history records did not reveal any problems that may have contributed to the reported incident. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.